Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) presented to the hospital with a heart failure event that coincided with an increasing heart logic score. On interrogation, thirty-six episodes of noise that were oversensed and marked by the device as tachycardia were noted, and a partial right ventricular (rv) lead fracture or insulation breach was suspected (the rv lead is a non-boston scientific product). A chest x-ay was obtained and confirmed a likely lead fracture. Subsequently, the ICD was turned off to prevent inappropriate therapy, and a new lead may be implanted in the future if the patient's condition can be controlled. Besides hospitalization, there were no other adverse patient effects reported. At this time, both the ICD and rv lead remain implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).